Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. Other cables at wrist were not damaged. 48- an additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however broken pitch cable and main tube scratches were to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the prograsp forceps instrument had frayed wires. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.